Manufacturer narrative:
Device label codes: 1738, 1738. Underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for 40 minutes, blood leaked into the extension tubing. The pt went on to expire. The dr commented that "the death was not caused by the iab." Event complications: none from the event-reported 10/21/96. Pt's current status: expired-rpt'd 10/21/96.